Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 280 mg/dl and after changing the cartridge, tubing and site, a correction bolus was delivered. As the supplies had been changed prior to contacting tandem customer technical support (cts), troubleshooting to determine a possible cause of the occlusion was unable to be performed. Cts discussed the high bg level with the customer and recommended that the customer contact a healthcare provider.